Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the received device is bent on the anterior end. The fracture surface shows a fine crystalline structure, all indicates to an inter crystalline fracture. There are no indications of material error or a pre-existing defect. Hardness testing in the area of the broken tip was found to be according to specification. The aiming tool was appointed and/or driven and punched at an incorrect angle.

Event description:
Country of complaint: (B)(6). During surgery the tip of the trokar broke off and fell into the patient. Pieces are still in the patient. On (B)(6) 2014 12:00.31 (B)(6). Indication: fracture treatment lwk1 with stabilization two upper, two under. Trough intra surgical center punch the pin of the trokar broke off and stuck in the pedicle. Prolongation about 5 minutes, no deviation to the schedule. No more information available.